Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the caller stated patient is having pain at pocket site. It was unknown when pain started or if it occurs with normal use and/or with recharging. Caller already told patient to turn stim off as long as they could tolerate it to see if this helped the pain. The caller was not with the patient. Tss suggested checking impedances, obtaining imaging and asking about falls/trauma. Tss reviewed that beyond ensuring the system is working as intended the hcp would want to examine patient for other causes. Patient reported battery seems to be nearing its life end of 5 years. Patient stated replacement planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.